Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with voltage drop leading to a cs 128 alarm. The returned battery cap was undamaged and able to fit securely. The ez-prime steps were performed correctly. The sleep current draws were found to be above specification. The pump¿s cover was removed and the sleep current returned to specification after unplugging the continuous glucose monitor module from the printed circuit board. There was moisture corrosion found to the printed circuit board on the inter-board gold pins. Unrelated to the original complaint, the pump powered on to a discolored contrast. Additionally, the battery compartment had a hairline crack on the side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.